Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 5/9/2019. [Conclusion]: the healthcare professional reported that during the coil embolization of an unruptured cerebral aneurysm at the internal carotid artery, the 1.5mm x 2cm galaxy g3 mini coil (glm915020 / l13070) was prepped and verified to have passed the electrical test prior to use. The coil was delivered to the target lesion and the physician attempted to detach the coil and pressed the detachment button, but the coil did not detach. The physician made several unsuccessful attempts to detach the coil before replacing it with another 1.5mm x 2cm galaxy g3 mini coil which detached without any issue. It was confirmed that all the connections fit properly without application of excessive force. The physician implanted one more coil and completed the procedure without further issues or procedural delay. There was no report of patient injury or complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with a constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the product is not available for investigation. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l13070) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the information documented in the complaint but without the product and concomitant microcatheter available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that procedural factors may have contributed to the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). Conclusion: the healthcare professional reported that during the coil embolization of an unruptured cerebral aneurysm at the internal carotid artery, the 1.5mm x 2cm galaxy g3 mini coil (glm915020 / l13070) was prepped and verified to have passed the electrical test prior to use. The coil was delivered to the target lesion and the physician attempted to detach the coil and pressed the detachment button, but the coil did not detach. The physician made several unsuccessful attempts to detach the coil before replacing it with another 1.5mm x 2cm galaxy g3 mini coil which detached without any issue. The physician implanted one more coil and completed the procedure without further issues or delay. There was no report of patient injury or complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with a constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the product is not available for investigation. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l13070) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the information documented in the complaint but without the product and concomitant microcatheter available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that procedural factors may have contributed to the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization of an unruptured cerebral aneurysm at the internal carotid artery, the 1.5mm x 2cm galaxy g3 mini coil (glm915020 / l13070) was prepped and verified to have passed the electrical test prior to use. The coil was delivered to the target lesion and the physician attempted to detach the coil and pressed the detachment button, but the coil did not detach. The physician made several unsuccessful attempts to detach the coil before replacing it with another 1.5mm x 2cm galaxy g3 mini coil which detached without any issue. The physician implanted one more coil and completed the procedure without further issues or delay. There was no report of patient injury or complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with a constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. It was reported that the product is not available for investigation.